Manufacturer narrative:
Both the polaris spectra system control unit (scu) and the I/o hub were returned for analysis. Functional testing found that both parts were functioning as designed.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The csu and it I/o hub was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that after replacing the computer the rep was adding tool cards and the camera stated localizer not connected. She stated that the left light was flashing green, then the second light was solid green and there was no amber light. She stated the polaris spectra system control unit (scu) only had 2 green lights not 3. After replacing the csu the camera showed green leds, but the ndi toolbox would not connect. The scu was showing a solid amber fault light and the power indicator on the left side was flashing amber. Technical services (ts) had the rep bypass the usb connection on the I/o hub directly into the scu and move the power cable port on the ups with no change. The rep checked all the computer connections with a with another working navigation system and everything was correct. Ts had the rep check for light on the inside of the I/o circuit board and the rep could not see any lights. The software was displaying localizer disconnected and was showing the surgeon monitor as disconnected.